Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose readings of 600 mg/dl and diabetes ketoacidosis. Customer also stated that the insulin pump alarmed no delivery and the customer had large ketones and blood glucose readings of 480 mg/dl through out the night. Customer also reported symptoms of vomiting and having a dry mouth prior to the hospitalization. Customer was kept in the hospital for two nights and treated with insulin drips. No further information reported.